Event description:
The customer stated that she tested her blood glucose using her breeze meter and received a reading of 61 mg/dl. She retested within a few minutes and received a reading of 168 mg/dl using a freestyle meter. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.